Event description:
It was reported that the device battery voltage was varying. The voltage had been decreasing and in one month there was an increase in voltage. The patient was leaving for a trip out of the country, so it was decided to explant and replace the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed and no anomalies were found. Std review - performance data collected from the device was analyzed and no anomalies were found.